Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient believed that something was wrong with the leads that was causing continuous pain in the abdomen since (B)(6) 2017. This was reported as a sudden change. The patient had requested that the implantable neurostimulator (ins) be turned off, and another x-ray was suggested. It was noted that the pain was in the stomach and not at the ins site. The hcp stated that the patient had a colonoscopy three to four days prior to the report. It was indicated that the hcp did need to squeeze the belly during the procedure, but an abdominal x-ray was performed immediately post-procedure with normal views. The pain followed approximately one to two days later. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.